Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed an incorrect medication name during cubie recovery. A field service engineer (fse) performed an inventory of the pockets and compared the results with the inventory report to verify that the correct medications were opening. Inventory was completed jointly with the customer, and the customer tested to confirm that the correct medications were dispensing. A faulty cubie pocket was identified, and the medication was properly unloaded and reloaded into a new pocket. After correction, all pockets opened to the correct medications, the defective cubie pocket issue was resolved, and the unit was tested and confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a cubie recovery event displayed incorrect medication information. The technician reported that during cubie recovery, the system displayed removal of morphine 30 mg tablet; however, the medication present in the cubie was clotrimazole troche and was not a controlled substance. There were no delay or adverse events or injuries reported based on this event.